Event description:
Device returned to manufacturer for analysis with report of "severe spasticity - no flow from pump". Follow up with hcp revealed pt became very weak and then became very spastic. Hcp did not do a rotor test. Replaced pump. Pt is doing fine with new pump.